Event description:
Diabetes mellitus, no thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant wasn't completely covered by bone, immediate implantation, increased sensitivity, mobility.